Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported no delivery alarms for the past two weeks. Customer's blood glucose was 306 mg/dl at the time of the call. Customer stated he has been through many infusion sets and reservoirs. Troubleshooting revealed customer had tried all remedies for the no delivery alarm. Customer is advised to disconnect from his insulin pump and revert to his back-up plan. No additional information is provided.